Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient becoming unresponsive which subsequently led to fatal outcome at the hospital. The suspected cause of death reported was unspecified cardiac arrhythmia (which led to cardiac arrest); however, this cannot be confirmed as the patient¿s esrd death notification form is not available. However, the patient has a past medical history of esrd and unspecified cardiac issues which are likely confounding factors as they are well-known risk factors for death. Due to the patient reportedly becoming unresponsive during the pd treatment, the liberty cycler cannot be excluded as a causal or contributory factor in this event. However, there is no allegation nor any objective evidence that suggests a liberty select cycler product issue or malfunction caused or contributed to the patient¿s death.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient on pd therapy expired while connected to liberty select cycler. The pdrn stated that at the end of the patient¿s pd treatment (exact phase of treatment unknown) the patient sat up and then became unresponsive. The nurse reported the patient¿s spouse stated there were no alarms or cycler related issues during the treatment. The patient had a past medical history of esrd on pd therapy, unspecified cardiac issues, heart failure, and brittle diabetes. It was reported, emergency medical services (ems) was called and upon their arrival the patient was found pulseless. Reportedly, cardiopulmonary resuscitation (CPR) was initiated in the patient¿s home and continued during ems transport to the hospital. It was stated, the patient continued to have no pulse upon arrival in the ER. Resuscitation efforts continued in the hospital (details unknown). Reportedly, the patient had a very brief return in pulse and then went back into asystole. After a total of approximately 45 minutes of resuscitation, the patient was presumed dead. Per the nurse, cardiac arrhythmia (unspecified) was diagnosed in the ER. However, the nurse was not able to confirm the cause of death as the esrd death notification form was not available. The nurse stated no fresenius device, product or drug was suspected a causal factor in the patient¿s death.